Event description:
It was reported that an angio-seal was used to close the right femoral artery (rfa) post left heart catheterization. The device was deployed without any difficulties. During post assessment, diminished pulses were noted. Thirty to forty mins post procedure, the pt reported leg pain. The physician was notified and the pt was taken back to the cath lab. Collagen was found in the rfa. Repair was attempted by the physician; however, it was unsuccessful. A surgeon was notified and the pt was taken to surgery for exploration of the rfa with possible embolectomy and removal of collagen from the artery. St jude medical prod surveillance was made aware of this event january 23, 2008.

Manufacturer narrative:
No prod was returned. A review of the lot history revealed no other incidents with this lot #. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if the collagen disposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. The angio-seal device instruction of use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.